Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. During the explant procedure, the physician visualized insulation break close to the sure sleeve. The ra lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were noise, mode switch and insulation damage. As received, a partial lead (only distal portion) was returned in one piece. The reported events of noise and insulation damage were confirmed. Visual inspection of the lead found two external insulation abrasions breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported events of noise and insulation damage was due to the external insulation abrasions and to the exposure of the outer coil in the abrasion zone consistent with friction to device can.